Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. Before use on the patient, when opened the package, found a piece of orange wire mixed in it. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Inside the sterile barrier. Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? >> orange thread. What was the texture? Orange thread. Are there any photos of the foreign matter available? Did not receive the photo, but device to be return. Is it possible that the foreign material fell into packaging upon opening of device? No. Was the product seal on the foil still intact when the package was opened? Yes. Will the device be returned for evaluation? Yes. Was the procedure completed without any adverse effect to the patient? >> no patient impact. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Additional h11: did the event occur during sterile processing? Unknown, did the event occur during field inspection? Unknown, did the event occur during internal service activities such as calibration? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4). Device property of: none, device in possession of: none.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/27/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. One empty open folder and fifteen sutures were received for analysis. Product code w202. This product code is multi-strand and requires seventeen stands non-needle. To order evaluate the conditions of the returned sample, the sutures were examined, and a strand contained an interlacement (knot with an orange strand). In the remains of the strands, no anomalies or issues related to knot sutures were observed during the evaluation. Silk sutures are received from the supplier in spools, and a knot is used to attach the same type of suture within a spool to complete the quantity of suture needed per spool. The knot tread was not detected during the manufacturing process. In the remainder of the sutures, no anomalies were found. Based on the information currently available, the knot in the suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.